Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation, on an unknown side. The device has been explanted.

Event description:
Healthcare professional reported affected location is the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a crease fold, opening, and wear abrasion. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a smooth crease opening on the posterior side. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on the posterior side due to a fold flaw opening.